Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Concomitant medical products: part # unknown / unknown head/ lot # unknown. Part #unknown / unknown liner/ lot # unknown. Part #unknown / unknown cup/ lot # unknown. Review of radiographs identified right total hip arthroplasty with periprosthetic fracture involving the proximal right femoral diaphysis with abutment of the distal femoral stem. No further evaluation could be performed with the x-ray image provided. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right hip arthroplasty on an unknown date. Subsequently, the patient experienced a periprosthetic fracture. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.